Manufacturer narrative:
No definitive conclusions can be made at this time. At this time no connection can be made between the event and any shortcomings of the device or info provided with the device.

Event description:
Pt contacted depuy spine reporting that she had epidural injections in 2001, 2003 and 2004. L5/s1 ruptured in early 2005. Had a chartie implanted in 2005. Pt reports that l1/2 and l3/4 are degenerating, but have not been operated on. Pt still experiences pain and mayo pain clinic has been unable to identify the pain level. As an adverse outcome was reported an MDR is being filed to document this event.